Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). A piece of needle broke off [needle issue]. A piece of needle broke off and was stuck in the stomach [injury associated with device]. More resistance when attaching needle and injection was more difficult than normal [needle issue]. Piece of needle broke off and stuck in stomach at injection site, resulted in bleeding [injection site haemorrhage]. Redness at injection site [injection site erythema]. Case description: this serious spontaneous case from the united states was reported by a medical doctor as "a piece of needle broke off(needle broken)" beginning on (B)(6) 2020, "a piece of needle broke off and was stuck in the stomach(needle injury)" beginning on (B)(6) 2020, "more resistance when attaching needle and injection was more difficult than normal(needle issue)" with an unspecified onset date, "piece of needle broke off and stuck in stomach at injection site, resulted in bleeding(injection site bleeding)" beginning on (B)(6) 2020, "redness at injection site(injection site redness)" with an unspecified onset date, and concerned a 60-year-old male patient who was treated with novofine 32g 6 mm (needle) from 2006 and ongoing for "type 2 diabetes mellitus". On (B)(6) 2020, a piece of needle broke off and was stuck in the patient's stomach at injection site, which resulted in bleeding. The needle was removed with a pair of tweezers. It was reported that, after removal of the needle being stuck in the skin antibiotic ointment was applied. It was also reported that there was more resistance when attaching needle and injection was more difficult than normal, which required more force. On an unspecified date, the patient experienced redness at injection site. The patient reported of being trained by a healthcare professional in the use of the needle. The patient did not feel more resistance when attaching the needle and the needle was properly attached to the pen. The patient was additionally was not re-using the needles and was not leaving it attached to the pen in between injections. On (B)(6) 2020 the outcome for the event "a piece of needle broke off(needle broken)" was recovered. On (B)(6) 2020 the outcome for the event "a piece of needle broke off and was stuck in the stomach(needle injury)" was recovered. The outcome for the event "more resistance when attaching needle and injection was more difficult than normal(needle issue)" was not reported. On (B)(6) 2020 the outcome for the event "piece of needle broke off and stuck in stomach at injection site, resulted in bleeding(injection site bleeding)" was recovered. The outcome for the event "redness at injection site(injection site redness)" was not reported. Since last submission the base has been undated with the following information: trained user, improper use of device, user of device were updated for novofine needle. New non-serious event "redness at injection site" added. Manufacturer's comment updated narrative updated accordingly. Manufacturer's comment: (B)(6) 2020: patient is the operator of the device and is a trained user. However, considering that there was more resistance when attaching needle and injection was more difficult than normal, which required more force, malfunction could be related to product handling error. The unused needles were returned to novo nordisk for evaluation. Investigation of the returned needles revealed no faults. It is not possible to elucidate a clear root cause for the experienced adverse event.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): a piece of needle broke off [needle issue]; a piece of needle broke off and was stuck in the stomach [injury associated with device]; more resistance when attaching needle and injection was more difficult than normal [needle issue]; piece of needle broke off and stuck in stomach at injection site, resulted in bleeding [injection site haemorrhage]. Case description: this serious spontaneous case from the united states was reported by a medical doctor as "a piece of needle broke off(needle broken)" beginning on (B)(6) 2020, "a piece of needle broke off and was stuck in the stomach(needle injury)" beginning on (B)(6) 2020, "more resistance when attaching needle and injection was more difficult than normal(needle issue)" with an unspecified onset date, "piece of needle broke off and stuck in stomach at injection site, resulted in bleeding(injection site bleeding)" beginning on (B)(6) 2020, and concerned a 60 years old male patient who was treated with novofine 32g 6 mm (needle) from 2006 and ongoing for "type 2 diabetes mellitus". On (B)(6) 2020, a piece of needle broke off and was stuck in the patient's stomach at injection site, which resulted in bleeding. The needle was removed with a pair of tweezers. It was reported that, after removal of the needle being stuck in the skin antibiotic ointment was applied. It was also reported that there was more resistance when attaching needle and injection was more difficult than normal, which required more force. Batch number of novofine 32g 6 mm was 18e04m . On (B)(6) 2020 the outcome for the event "a piece of needle broke off(needle broken)" was recovered. On (B)(6) 2020 the outcome for the event "a piece of needle broke off and was stuck in the stomach(needle injury)" was recovered. The outcome for the event "more resistance when attaching needle and injection was more difficult than normal(needle issue)" was not reported. On (B)(6) 2020 the outcome for the event "piece of needle broke off and stuck in stomach at injection site, resulted in bleeding(injection site bleeding)" was recovered. Investigational results: novofine 32g 6 mm batch number 18e04m. A visual examination of the returned product was performed. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needles tested for right-angled position of needle tube in the needle hub. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. Since last submission the base has been undated with the following information: -batch number, expiration date, manufacturing date and UDI of novofine updated -event "more resistance when attaching needle and injection was more difficult than normal" updated. -investigation result was updated. -manufacturer's comment added. -narrative updated accordingly. References included: reference type: linked case; reference ID#: (B)(4) ; reference notes: same patient; reference type: e2b linked report; reference ID#: (B)(6); reference notes: null; reference type: mw 3500a MFR. Rpt. #; reference ID#: 9681821-2020-00020; reference notes: medwatch 3500a MFR. Report number. Manufacturer's comment: 08-jun-2020: relevant information regarding the user of the device (patient or care giver), training on usage of needles, administration of injection with flexpen, needle re-usage are unavailable. Considering that there was more resistance when attaching needle and injection was more difficult than normal, which required more force, malfunction could be related to product handling error. The unused needles were returned to novo nordisk for evaluation. Investigation of the returned needles revealed no faults. It is not possible to elucidate a clear root cause for the experienced adverse event. H3 continued: evaluation summary. Novofine 32g 6 mm batch number 18e04m: a visual examination of the returned product was performed. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needles tested for right-angled position of needle tube in the needle hub. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles.

Event description:
(Related symptoms if any separated by commas). A piece of needle broke off [needle issue]. A piece of needle broke off and was stuck in the stomach [injury associated with device]. Piece of needle broke off and stuck in stomach at injection site, resulted in bleeding [injection site haemorrhage]. Case description: this serious spontaneous case from the united states was reported by a medical doctor as "a piece of needle broke off and was stuck in the stomach(accidental needle stick)" beginning on (B)(6) 2020, "a piece of needle broke off(needle broken)" beginning on (B)(6) 2020, "piece of needle broke off and stuck in stomach at injection site, resulted in bleeding(injection site bleeding)" beginning on (B)(6) 2020, and concerned a (B)(6) years old male patient who was treated with novofine 32g 6 mm (needle) from 2006 and ongoing for "type 2 diabetes mellitus". Patient's weight, height and body mass index was not reported. Current condition: type 2 diabetes mellitus (duration was not reported), blood sugar levels were out of control. Concomitant products included - levemir flextouch(insulin detemir) solution for injection, .0024 mol/l --/--/2006 to ongoing, humalog(insulin lispro). On (B)(6) 2020, a piece of needle broke off and was stuck in the patient's stomach at injection site, which resulted in bleeding. The needle was removed with a pair of tweezers. It was reported that, after removal of the needle being stuck in the skin antibiotic ointment was applied. Batch number of novofine 32g 6 mm has been requested. Action taken to novofine 32g 6 mm was reported as no change. On (B)(6) 2020 the outcome for the event "a piece of needle broke off and was stuck in the stomach(accidental needle stick)" was recovered. On (B)(6) 2020 the outcome for the event "a piece of needle broke off(needle broken)" was recovered. On (B)(6) 2020 the outcome for the event "piece of needle broke off and stuck in stomach at injection site, resulted in bleeding(injection site bleeding)" was recovered.